Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to out of range pace impedance measurements on this right atrial (ra) lead and implantable cardioverter defibrillator (ICD). All other measurements looked normal. Noise episodes were stored. The device was reprogrammed. It was noted that the patient will be followed up to turn off the daily measurements on the ra lead and re program the device once again to vvi only detection for the discriminators. No adverse patient effects were reported.